Event description:
Caller alleged discrepant results with the meter compared to the lab with patient #1. Results as follows: date: (B)(6) 2012, inratio: 1.2, poc (coagucheck): 2.2, lab: 2.4 (venous). Fifteen minutes elapsed between all tests. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.